Manufacturer narrative:
The device was returned with the needle mechanism not deployed. The data extracted from the device shows that a rotational abnormality occurred. The device was reset and successfully paired with a pdm. A 5-unit bolus was delivered, the needle deployed, and the ratchet gear was noted to turn without issues. No timeouts, drive stalls, or rotational sensor abnormalities were seen in the rerun data, however, an 0x34 alarm was generated. The device was reset and reran multiple times, however, the alarm persisted. No abnormalities were found with the device that would result in an alarm when rerunning the device. The needle and drive mechanism were inspected, and no issues were found that would have contributed to the reported event. A rotational sensor assembly malfunction occurred which resulted in the cannula not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that upon pod activation that the needle did not deploy as intended.